Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced no audio output on the receiver and an adverse event. The patient¿s friend discovered the patient unresponsive at approximately 7:00am and called the ambulance. It was indicated that the receiver had not alerted the patient of a low. Emergency medical technician¿s (emts) transported the patient to the emergency room (ER) and was treated with intravenous (IV) therapy of d5w for having a bg level of 20mg/dl. The patient declined to be admitted to the hospital and at the time of contact, the patient¿s bg level improved and was above 200mg/dl. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).